Manufacturer narrative:
H3. Product analysis determined that the visual and functional inspection did not reveal any leaks in the catheter. The ports in the catheter drained properly when tested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that during the ventriculoperitoneal shunt surgery, there was a fissure in the ventricular end catheter, and leakage occurred during the operation. The neurosurgery customer requested that the ventricular end catheter be replaced. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-no injury.